Event description:
It was reported that the bronchovideoscope had no image. Patient was not under anesthesia. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a black image. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty plug. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted.